Event description:
It was reported that the day prior to the report while the patient was in the grocery store he felt a light shock in his right arm. When he checked the implant on the day of the report he was seeing end of service (eos). His speech was affected and he shook, especially when trying to pick something up. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v014889, serial# implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n410921, implanted: (B)(6) 2014, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v129475, implanted: (B)(4) 2009, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(4) 2007, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2007, product type: extension.